Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date: (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation visual inspection revealed sustained damage to the first 15mm of the screw, flattening the thread into a t shape or removal of the thread nearly to the minor diameter. The remainder of the screw is in relatively good condition, consistent with being used. The source of this mix-up could not be determined and the complaint was deemed indeterminate.

Event description:
It was reported that the surgeon was inserting the screw and the threads peeled. The peeled thread was retrieved. The hospital kept the peeled thread, the screw shaft was removed and another screw was selected and inserted. The procedure was completed with no further difficulty.